Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1666. It was reported the pt is experiencing unbearable pain at her ipg site. She stated her ipg is protruding out and the site is sensitive to touch. The pt also reported she is not receiving effective stimulation. She stated her stimulation changed depending upon her position. Multiple programming attempts have been unable to resolve the issue. The pt is consulting with a new physician and is planning to have her scs system removed.